Manufacturer narrative:
Date of event: (B)(6) 2017. Date of report: 31july2019. The reported issue was resolved over technical support call. Tech support suggested troubleshoot guide for error code 1102 and section 8.17. Speaker location was provided. The customer repaired the error code it disappeared and the vent was returned to service. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported primary alarm failed error code (1102). There was no patient involvement.